Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21/may/2024.

Event description:
Physician reported right side capsular contracture, baker grade unknown, with double capsule and prosthetic folds diagnosed via ultrasound. Mammography examination noted "benign calcification" and "prosthesis with folds". The device has been explanted and replaced with another manufacturer's device. Ultrasound examination noted "indirect signs of rupture of the right" however the device was intact upon removal.

Event description:
Physician reported right side capsular contracture, baker grade unknown, with double capsule and prosthetic folds diagnosed via ultrasound. Mammography examination noted "benign calcification" and "prosthesis with folds". The device has been explanted and replaced with another manufacturer's device. Ultrasound examination noted "indirect signs of rupture of the right" however the device was intact upon removal.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ crease/folding of implant: observed creases on the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ calcification: not observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side capsular contracture, baker grade unknown, with double capsule and prosthetic folds diagnosed via ultrasound. Mammography examination noted "benign calcification" and "prosthesis with folds". The device has been explanted and replaced with another manufacturer's device. Ultrasound examination noted "indirect signs of rupture of the right" however the device was intact upon removal.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown device evaluation: device photograph(s) for the device related to the reported event of double capsule, calcification, crease/folding of implant and capsular contracture was reviewed on april 26, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ crease/folding of implant: observed creases on the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ calcification: not observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.